Event description:
It was reported that during a laparoscopic low anterior resection procedure, blade of instrument broke off during case. Piece was retrieved and caused no patient incident. Unknown how case was completed.

Manufacturer narrative:
Date sent: 05/19/2008. Information anticipated, but unavailable at this time.